Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle fell off of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the account name? What was the name of the procedure? What was the procedure date? When was the needle detached/ pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.